Event description:
This is a spontaneous report received by baxter (B)(4) from a baxter technician on (B)(6) 2010 about a bm11 (code:gef03500, (B)(4)) which did not give an alarm despite heavy red discoloration within the filtrate bag. There was a large red stain visible in the filter. Since this had been discovered promptly by the medical staff, the treatment had been interrupted. The patient was not injured. However, loss of cells would have been possible. After this event, the machine has been checked by the technician. However, during testing the bm11 worked completely accurate, no failure could be found. The used filter is not a baxter product, but from fresenius (plasmaflux psu25, batch qld23100). After this event, the machine has been checked by the technician. However, during testing the bm11 worked completely accurate, no failure could be found. The used filter is not a baxter product, but from fresenius (plasmaflux psu25, batch qld23100.

Event description:
The customer contacted baxter's technical service center and reported the solution from the supply bag is not filling the heater bag in dwell 3. The baxter technical service representative (tsr) had the home patient (hp) push and turn the bag spike. The hp stated she felt a pop when she did that and now there is solution flowing through the line. The tsr asked if there were any alarms, and the hp stated no. The hp stated she just looked at the homechoice and noticed that the heater bag was close to empty, but the supply bag was full. No patient injury or medical intervention reported. No additional information available.

Manufacturer narrative:
(B)(4). Baxter healthcare is not responsible for reporting on this product and therefore this report is recinded.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A 510(k) number is not provided because this device is made and sold in (B)(6). The same or similar united states product family code is provided.this report was initially submitted on may 11, 2010 with acknowledgements 1 and 2 successfully submitted. This report is resubmitted today, due to failure to receive the 3rd acknowledgement.(B)(4).